Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment using a micropulse p3 probe . Based on the information provided, it appears the treatment was performed within specifications. A definitive root cause could not be determined, and no additional information has been provided by the clinic or treating physician. Engineering failure analysis could not be performed because the device was not returned for evaluation. Iridex will continue to follow-up with the doctor for information regarding patient recovery.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction,additional information report 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant. Note: patient information was not provided, therefore part a is not filled out.

Event description:
Iridex became aware of a patient experiencing conjunctival burn during treatment using a micropulse p3 probe. Based on the information provided, it appears the treatment was performed within specifications.however, the results of engineering failure analysis did observe some contamination at the tip of the device and inside the fiber channel. This is suggesting that there may have been some tissue (e.g. Blood, tissue or betadine) on the probe tip when the laser was activated. If there is tissue, blood or other matter on the tip of the device when the laser is activated, this may create a condition where a burn may occur. Based on the information provided by the complainant, the most likely cause of the burn was determined to be use of the device after the device tip was contaminated with blood. The micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use, and the IFU contains the warning that "contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye."